Manufacturer narrative:
Corrected data: additional information received indicates an earlier aware date.

Event description:
Additional information was received by a manufacturer representative from the site indicating that the sleep apnea was first observed in 2005. The physician does not believe there is a relationship between the sleep apnea and vns. The patient does have a history of sleep apnea prior to vns therapy.

Event description:
It was reported via clinic notes received that the vns pt had previously been diagnosed with obstructive sleep apnea and uses a CPAP device. The relationship of the sleep apnea to vns is unk. Attempts for additional info are in progress.